Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic irrigation and aspiration tip was found bent before surgery. The surgery was completed on the same day with an alternative tip. Procedure details and patient harm was not reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. One opened polymer I/a was returned for the reported issue of bent tip. The returned sample was visually conforming. Unrelated to the reported issue the threads and flange were found damaged. Threads appears to be cross threaded and cracked near the flange area and the hub ribs are twisted in a spiraling motion. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be visually and conforming, therefore a bent tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported issue the threads and flange were found damaged. Due to the appearance of cross threading and rolled over flange damage the most likely root cause is handling of the product when threading the tip onto the handpiece. No action was taken as the tip was manufactured to specifications and the exact root cause of the damaged threads and flange can not be determined. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).